Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump kept alarming no delivery. They changed out the infusion set several times but the issue persisted. The customer has changed out the battery and full infusion set. Customer's blood glucose level almost went up to 600 mg/dl. The customer was currently on manual injections. The customer treated their blood glucose level with an insulin pen. The alarm was resolved with an infusion set and reservoir change. The device was not returned.